Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded by user.

Event description:
It was reported that during a meniscus repair, the surgeon was attempting to use an ar-4502, speed c" curved needle with 2 peek implant & 2-0 fiberwire, lot: 10055690 ((B)(4)), the first implant seated normally, however the speed c" jammed on the second click and the 2nd implant would not deploy. The first implant was retrieved by tugging on the suture, the implant came through the meniscus and was cut out using a biter. Another ar-4502, lot: 10048687 ((B)(4)) was opened and upon insertion into the meniscus, before the first implant could be fired, the shaft bent about a centimeter up the needle, to the point where it was no longer usable. The surgeon then changed technique and performed a menisectomy instead. No other implants were used. No patient injury.